Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4). Medical device expiration date: unknown. The initial reporter also notified the FDA on 26 october, 2020. Medwatch report # (B)(4). Report source: other: medwatch report. Device manufacture date: unknown. (B)(4). Investigation summary: a complaint of clamp issues was received from the customer. A sample was returned for investigation and through visual inspection, it was observed that the clamp was easily moved around tubing. The set was able to be primed and infused. A leakage test was performed and when the roller clamp was closed no leaks occurred. Set was also compared to a set that has a roller clamp that does not move as freely and no differences were noticed. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a root cause could not be determined due to not being able to replicate the event.

Event description:
It was reported that unspecified bd¿ tubing was not clamped. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. It was reported that the tubing was not clamped. Verbatim: pump programmed correctly as a secondary and the tubing was unclamped. It was presumed to be a malfunction with the tubing. New secondary tubing obtained, primed and infused without incident.